Event description:
It was reported that the pump touchscreen display was stuck on a specific screen and had a vertical line going through it. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.